Manufacturer narrative:
(B)(4). A sample is not available. A batch review will not be performed as there is no lot number available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The root cause was determined to be user error-poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(4) 2011, during follow-up performed by baxter's global pharmacovigilance for a report of hospitalization, the following additional information was obtained from the patient's peritoneal dialysis (pd) nurse: on (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot numbers not reported), intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient self contaminated the transfer set. On (B)(6) 2010, the patient was hospitalized for hyperglycemia manifested by weakness and nausea but not for the peritonitis. The patient was also diagnosed with fluid overload. The pd nurse stated the event of hyperglycemia was caused by the patient not dialyzing properly and not having a primary care physician managing her blood sugars. Hemodialysis was provided as treatment for the fluid overload. While hospitalized, an effluent culture was performed and the patient was diagnosed with peritonitis. The pd nurse did not know the pd effluent culture results. It was not reported if a gram stain or white blood cell count was performed. It was not reported if there was an exit site infection associated with the peritonitis. On (B)(6) 2010, the patient was discharged from the hospital and placed back on pd therapy, pd2 ambuflex with a mid-day manual exchange for antibiotic therapy to treat the event of peritonitis. At the time of hospital discharge, the events of hyperglycemia manifested by weakness and nausea, and fluid overload were considered resolved. The event of peritonitis was considered improved. On an unreported date, the patient was retrained in aseptic technique. The events were not related to the dianeal solution. All available information was reported. No further information is expected.